Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Patient (pt) reported he has tingling in his legs since implant (said ins makes the tingling. Unsure if pt is talking about stimulation sensation), but the ins nullifies a lot of the burning in his legs, so ins has helped, but now his pain has intensified. He said ins was put in for thoracic region, but a year ago he had a spinal decompression on his lower back, and he has had pain in his lower back and hips since, which haven't gone away. He said his hcp suggested he try and adjust the stimulation to help with the lower back/hips pain increase. Pt also mentioned that his battery doesn't last as long as it used to, but still works. Pt did not know when he started to notice battery not lasting as long, but said he charges about every 4 days.

Event description:
The patient reported that no steps have been taken to resolve the battery not lasting as long as before and the increase pain; however, the patient has an appointment scheduled with their physician on (B)(6) 2021 to set up a replacement. The patient has increased medication to help with the increased pain.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that their device is 8 years old and the settings are at 4.7. The battery lasts about 4 days and continues to help with their pain. The patient stated that they would be speaking with their doctor on (B)(6) 2020. The patient had seen the elective replacement indicator (eri) on the charging unit. The patient also provided information that was already reported in (B)(4).